Manufacturer narrative:
Initial and final MDR 1894508 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events during use on (B)(6) 2024. The sets were in use for less than 12 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.